Manufacturer narrative:
The analyzer's serial number is (B)(6). E1 initial reporter establishment name: (ch) ch valenciennes labo biochemistry microbiology lormeteau. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 57.5 ng/l. The repeated result was 64.8 ng/l. The sample was repeated on another rack and the result was 25.4 ng/l. The sample was repeated on another rack and the result was 25.9 ng/l. The results of 25.4 ng/l and 25.9 ng/l were believed to be correct.

Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed several sample-related alarms. The investigation found that the sample contained white particulate matter, indicating a possible pre-analytical handling issue. The sample centrifugation time was too short (10 minutes instead of the recommended 15 minutes). The investigation did not identify a product problem. The investigation determined the root cause was consistent with a pre-analytical handling issue.